Event description:
A trilogy evo was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned and evaluated by the third-party service center. The device evaluation found an error code related to pressure. Evt_press_sensor_mismatch means the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The cause of the error code was determined to be dust/dirt contamination of the blower, machine flow sensor and proximal filters. The blower, machine flow sensor, and proximal filters replaced to address the issue.